Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The gpos single board computer was replaced. The system software and calibration files were re-loaded. The system is operating as intended.

Event description:
The customer reported the 9900 system would not boot up. No pt injury was reported.